Manufacturer narrative:
Unit passed the displacement, basic occlusion, occlusion, prime/delivery and excessive no delivery tests. No prime anomaly or error alarm noted during testing. Unit received cracked at corner display window, cracked battery tube threads, scratched on lcd window and broken at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was chipped. The customer stated that the damage may be due to the device being dropped. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that half of the reservoir compartment was gone. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.